Event description:
A malfunction alarm occurred when the caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, after which the error did not reappear, and the caller successfully started a new cgm session.